Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable broken near the proximal pulleys and proximal clevis cable hole. As a result, the idler pulley spins freely and the cable segment with the frayed strands sticks out at the wrist. The proximal clevis cable hole exhibits wear on one edge. The other cables at the wrist are not damaged. No other damage was found. Intuitive surgical 8mm endowrist instruments for use on the da vinci si surgical system have been tested for material biocompatibility. The materials in these instruments have been tested for biocompatibility in accordance with (B)(4) for their intended use (blood path, indirect (4.2.3.a) and limited exposure (4.3.a)).

Event description:
It was reported that while sewing the vaginal cuff closed during a da vinci si sacrocolpopexy procedure the metal wire threads from the wrist of the mega suturecut needle driver instrument frayed and snapped. The incident was not observed by the surgical staff and the instrument damage was noticed after the breakage had already occurred. Part of the metal threads fell inside of the patient and some were removed, however, the surgical staff is unsure if all fragments were retrieved. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.